Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown, information not provided. Explant date: if explanted, give date: not applicable as there was no indication that the lens was explanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor saw a scratch in the lens once it was placed in eye but scratch was not in the field of vision. Lens was fully inserted and event was observed after implantation or application. The daily activities was not significantly affected. No further information is provided.